Event description:
The following was reported to hamilton medical ag: on (B)(6) when patient gao weiping was using a ventilator for assisted ventilation, the ventilator alarm flow sensor malfunctioned and the equipment department was contacted for repair and replacement of the flow sensor. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).